Event description:
During periodic maintenance testing by the MFR, an electromechanical ambulatory infusion pump delivered at a rate below specification (under delivery). There is no report of pt injury.